Event description:
The olympus representative reported on behalf of the customer, during the procedure, the duodenovideoscope had major free play in the knob and low angulation. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing and the light guide lens was dirty. This report is to capture the reportable malfunctions of forceps elevator had foreign material due to insufficient or incorrect reprocessing and the light guide lens was dirty noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issues were confirmed. Due to deformation of the bending tube, the play of the right/left knob was out of the standard value and the neutral position of the angle knob was out of the specified position. Due to deformation of the control unit, water tightness was lost. The bending section cover had discoloration. The connecting tube had a scratch. The s-connector was deformed. The control unit was dirty. The grip had a crack. The plastic distal end cover had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. See updated sections b3 and b5. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Corrected data: g3: the aware date for the initial manufacturing report was february 22, 2022.

Event description:
Additional information was received from the reporter. The intended therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure for stone retrieval was completed with the same device. No surgical delay reported. The device had been inspected prior use. The device had very minor play.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and to correct d9. Correction to d9 of the initial medwatch. Date returned to manufacturer should be 22-feb-2022 (utc). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was/was not confirmed. Additionally, the repair center found the following. Control section was deformed and leaked. The bending section rubber discolored. Insertion section was scratched. Scope connector was deformed. Control section was dirty. Grip was scratched. Angulation control knob was played. Abnormal neutral position of angulation control knob. Plastic cover was dented. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.